Event description:
On (B)(6) 2018, the patient¿s pharmacist and husband contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and information obtained during a follow up call with the patient. The reporter alleged that the meter inaccuracy began on (B)(6) 2018, in the morning. The reporter claimed that the patient obtained an alleged inaccurate high blood glucose reading of ¿254 mg/dl¿ on the subject meter compared to ¿20 mg/dl¿ on an emergency medical service meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During the follow up call, the reporter stated that the patient usually tests her blood glucose 3 times a day and her expected results vary between ¿78 mg/dl and 90 mg/dl¿. The patient manages her diabetes with humalog insulin (3 injections at each meal) and lantus insulin (1 injection in the evening). The reporter claimed that the patient increased her dose of humalog and lantus insulin to a combined total of 35 units in response to the alleged issue. During the follow up call the reporter confirmed that on the same morning after the alleged issue occurred, the patient went into a ¿coma¿ and the husband called the paramedics. The patient¿s blood glucose was reportedly measured at ¿20 mg/dl¿ on the emergency medical service meter. The patient was treated with IV glucose and taken to the hospital. During troubleshooting, the csr noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent out to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.